Event description:
Additional information received reported there were no malfunctions seen and the cause of the issue was not determined. It was noted that no interventions were taken or planned. It was further noted the patient was receiving effective therapy. The reporter stated the patient¿s mental health was not good, but their problems were not related to stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking and jolting sensation. It was noted that when the patient pushed on the implantable neurostimulator (ins) that sometimes, ¿about every 20 pushes¿ she felt a current impulse in the left arm and leg. It was noted that the patient¿s status at the time of report was no injury and no adverse event. It was noted that actions required as a result of the event included new programming and an x-ray. It was further noted that there were no patient symptoms or injuries related to this event.

Event description:
Additional information received reported that the patient felt an electric prickle. It was noted that "maybe" next week there would be "intraoperativly" troubleshooting.

Manufacturer narrative:
Analysis of the implantable neurostimulator, (B)(4), found no anomaly upon device analysis.

Event description:
It was later reported on (B)(4) 2013 that the electrical impulse was in the ins pocket. The electric impulse was sometimes felt in the left side of the body. Trouble shooting in the operating room occurred on (B)(6) 2013. The ins was replaced. The ins was going to be sent back to the device manufacturer.